Event description:
There is indication that solution from the secondary IV line backflowed into the primary IV line. The report stated, "tpn and lipids were running concurrently on pump. The lipids actually pumped back into the tpn bag instead of the pt. The pump continued to infuse even though the "b" line was empty with air in the line. The pump was removed from service and sent to clinical engineering." The pump was programmed to deliver tpn and lipids in the concurrent mode. No specific programming parameters were provided. At an unspecified time, the nurse noted that the lipid solution was backing up into the tpn bag. The pump was removed from clinical service. During testing at the user facility, the pump passed testing; however, review of the alarm history showed one "open door while pumping" alarm. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.